Manufacturer narrative:
On 2-dec-2020, mentor received additional information regarding the patient's demographic and date of explantation. The patient's age at the time of event was 35. The patient's ethnicity is hispanic. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, lymphadenopathy . Section d 6b. Date of explantation: (B)(6) 2020. On 10-dec-2020, mentor received additional information regarding the patient's demographic. The patient's dob is (B)(6)1985. On 22-dec-2020, it was found that report submission due date, b.4. Date of this report, and g.3. Date received by manufacture on the initial report were incorrect. Manufacturer's reference number: (B)(4) the correct report submission due date, b.4. Date of this report, and g.3. Date received by manufacture on the initial report are 25-nov-2020, 26-oct-2020, and 26-oct-2020 respectively.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 475cc mentor memorygel breast implants experienced bilateral breast pain and folds post procedure. Patient stated that she has pain in the axillary lymph nodes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.